Event description:
It was reported the patient's intrathecal drug delivery pump stalled when a magnet was used to attempt telemetry with the device. The physician noted the stall message in the dialog box. The stall was confirmed in the event logs. No motor stall recovery message was noted after 30 minutes. The pump was stopped. The logs were read again in the afternoon to check for a recovery message. No recovery was noted. The pump was left in minimum delivery rate overnight. The patient was doing well as they had a pca pump to cover their pain. The following day the patient's pump was checked. A recovery message was noted at 18:51 the previous day.

Manufacturer narrative:
(B)(4).